Event description:
The event is reported as: "per maude report: it was reported that the product was loaded and inserted into the vagina toward the sacrospinous ligament. Device was activated by the surgeon and a very loud and long 'click' was heard, which was slightly different to how the device usually sounds. The handle was positioned back into place and removed from the vagina. When device was removed, the suture had not captured. When going to retrieve the suture, it was found firmly in the ligament. The surgeon then had to spend approximately 5 minutes removing the suture from the patient with his fingers. The surgeon believes, he tore the ligament to some degree doing this. Another device was loaded and used to complete the procedure."